Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 99% stenosed distal left anterior descending artery. Pre-dilatation was performed with a 2.0 x 18 mm unspecified balloon catheter. A 2.5 x 18 mm xience prime stent was deployed when a proximal edge dissection occurred. Another xience stent was successfully used to treat the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.